Event description:
It was reported that during a balloon angioplasty a balloon rupture occurred. The greater than 50% stenosed lesion was located in the iliac vein. The xxl/18-4/5.8/75 balloon catheter was advanced to the target lesion. On the second inflation the balloon ruptured at six atmospheres and shredded apart. The device was removed via a cut down. The patient was admitted overnight due to some blood loss and released the next day. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is unknown.

Event description:
It was reported that during a balloon angioplasty a balloon rupture occurred. The greater than 50% stenosed lesion was located in the iliac vein. The xxl/18-4/5.8/75 balloon catheter was advanced to the target lesion. On the second inflation the balloon ruptured at six atmospheres and shredded apart. The device was removed via a cut down. The patient was admitted overnight due to some blood loss and released the next day. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the balloon and the distal tip were detached and bunched up. This detached part of the balloon also contained blood. A visual examination of the device found that the balloon was torn circumferentially approximately 8mm from the proximal balloon bond. The distal end of the shaft was stretched. There were no markerbands present or returned with the device. The shaft was kinked 31mm and 72mm distal to proximal balloon bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user related as the dfu states: the rated burst pressure should not be exceeded. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).